Event description:
Md originally applied an l2-s1 construct in 2004. It was subsequently noted the superior screws of the construct rod becam dislodged from the screw head. X-rays show no sign of set screws dislodging or screw heads splaying. Md will reset rods and set screws.